Manufacturer narrative:
Device evaluation- eleven unused devices were returned for evaluation. The visual inspection of the devices showed no abnormalities. The samples were given functional testing to check for leakage. The returned devices were found to meet with specifications with no leakage identified. The reported issue could not be confirmed during testing. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled.

Event description:
It was reported that a cadd® cadd® extension set had separate set issues. No patient injury.